Event description:
A report was received that the patient had pain at the pocket site. The patient underwent a revision procedure wherein the pocket site was relocated. No device malfunction was suspected. The patient was doing well post-operatively.